Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving three separate products; associated with mdrs# 1225714-2014-00911, 00912, 00913, 00914, 2937457-2014-00391 and 2937457-2014-00392.